Event description:
Report received from abbott international affiliate (abbott-australia) which states, "anesthetist connected up IV pca set to anti-reflux valve instead of the anti-siphon valve and set was connected to pt. The set was placed in the pump incorrectly. Result was free flow of 325mg of pethidine to pt in 10 mins. Pt narcotized. Blood pressure 42/29, resp. 8, stats 91%. Pt 12 hours later in stable condition." This set is a y-type split set with one pca leg with an asv for the analgesic and one leg with a backcheck valve for general IV solution. The health care professional inadvertently connected the analgesic to the kvo leg with the backcheck valve. Further info regarding the incident such as pt info, pump settings, and interventions were requested but has not become available.